Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure device fell out during intercourse/essure device x one in inner cervix') and endometritis ('chronic endometritis') in an adult female patient who had essure inserted. The patient's medical history included pelvic pain female, abdominal adhesions, spotting vaginal, bleeding genital, pelvic adhesions, pelvic adhesions, menorrhagia, wound exploration, abdominal pain lower, cesarean section, appendectomy, cystoscopy, chest pain, diabetes and wound infection. Previously administered products included for an unreported indication: depo-provera, iud and ibuprofen. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and endometritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (abdominal supracervical hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion and endometritis outcome was unknown. The reporter considered device expulsion and endometritis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: abnormal position of essure device implant within the endocervical canal. Occluded left fallopian tube. Patent right fallopian tube. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-mar-2022: medical record received. Event endometritis was added. Reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure device fell out during intercourse/essure device x one in inner cervix') in an adult female patient who had essure inserted. The patient's medical history included pelvic pain female, abdominal adhesions, spotting vaginal, bleeding genital, pelvic adhesions, pelvic adhesions, menorrhagia, wound exploration, abdominal pain lower, cesarean section, appendectomy, cystoscopy, chest pain, diabetes and wound infection. Previously administered products included for an unreported indication: depo-provera, iud and ibuprofen. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (abdominal supracervical hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: abnormal position of essure device implant within the endocervical canal. Occluded left fallopian tube. Patent right fallopian tube. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-jun-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure device fell out during intercourse/essure device x one in inner cervix') in an adult female patient who had essure inserted. The patient's medical history included pelvic pain female, abdominal adhesions, spotting vaginal, bleeding genital, pelvic adhesions, pelvic adhesions, menorrhagia, wound exploration, abdominal pain lower, cesarean section, appendectomy, cystoscopy, chest pain, diabetes and wound infection. Previously administered products included for an unreported indication: depo-provera, iud and ibuprofen. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (abdominal supracervical hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: abnormal position of essure device implant within the endocervical canal. Occluded left fallopian tube. Patent right fallopian tube.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.